Event description:
It was reported that an alarm 2 occurred, and the customer experienced multiple occlusion events earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin. The customer experienced frequent occlusion issues and was transferred by technical support for additional assistance.